Manufacturer narrative:
The device deficiency (dd) occurred on december 4th and was promptly reported within the electronic case report form (ecrf). The ecrf form contained a question to assess the serious adverse event (sae) potential of the dd. This question was originally answered with no sae potential. Upon revision of the ecrf, a re-answering of this question was triggered, which led the principle investigator (pi) to revise the original assessment.the device deficiency was evaluated by the principal investigator as having serious adverse event potential (17-jan-2024).

Event description:
During the clinical trial (B)(4) /study ID: (B)(6) in europe, in a patient, the first implant got damaged during the implantation procedure (hammering), as such the surgeon removed the device and tried to implant a second device. The second implant was judged to not be stable/fixed enough and was removed. The patient was finally treated with the standard procedure. The device deficiency led to an adverse event, evaluated as expected and non-serious by the principal investigator, with mild severity, probable relationship to procedure and causal relationship to the investigational device. The event was resolved without sequelae during the intervention procedure. The device deficiency was evaluated by the principal investigator as having serious adverse event potential.